Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. The potential probable causes for this event could include a user or procedural error. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a unknown procedure on 2010, the patient prosthesis broke while standing, due to this situation the patient had a revision surgery. Patient outcome is unknown. No further information was provided. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.